Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4524-45, lead, implanted (B)(6) 2000; 419388, lead, implanted (B)(6) 2002. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to possible premature battery depletion. No patient complications have been reported as a result of this event.